Event description:
Information received by medtronic indicated that the insulin pump had long crack beginning from the top of the pump , all along the length of battery tube. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and it was returned for analysis.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. The unit p-cap / test reservoir locks in place properly. The pump was received with a blank flashing display due to a corroded battery tube and moisture damage on electronic assembly. Unable to perform the self test and the displacement test due to blank flashing display. Pump was cut open to perform visual inspection and moisture damage was found on the keypad connector on j1/pcba1, j6 connector internal battery, j7 power connector and force sensor during visual inspection. The following were noted during visual inspection: minor scratches on lcd window, scratched case, cracked keypad overlay, cracked case (battery tube) and cracked battery tube threads. In summary, customer alleged cracked case (battery tube) confirmed. Exposed to moisture confirmed. Blank flashing display confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.